Event description:
Reportedly, the ICD involved in this MDR report revealed long charge time during tests before the implantation (36 seconds and 26 seconds). The ICD was not implanted and was returned for analysis. Another paradym ICD was successfully implanted.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.